Event description:
The patient reported a severe hypoglycemia (less than 70 mg/dl) event since their last assessment on (B)(6) 2025, causing them to faint, pass out, or have a seizure. The agent will make three good faith attempts to gather further information, including glucose levels during the event and how the low blood glucose was treated. The patient did not answer the calls, and voicemails were left with return contact information. The task was closed after three outreach attempts. If additional information becomes available, a supplement report will be filed.

Manufacturer narrative:
Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.3, smartphone hardware: iphone17.2, cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.